Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the site had multiple universal surgical manipulator (usm) 3 faults. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified 23003 errors on usm 3 (camera arm). The tse recommended the customer move to another endoscope, but customer had opted to convert the procedure to open surgery prior to calling in for non-robotic related issues. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) spoke with the initial reporter and confirmed there were no other issues on their second case with a new endoscope. Second case log review revealed no system or camera related issues. No site visit requested or required.